Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a low battery alarm in less than 1 week and a motor current error alarm on the insulin pump.

Manufacturer narrative:
The pump passed the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected insulin flow blocked alarms were noted. No pump error 29 was noted during testing. The pump was received with high sleep currents. The pump was received with minor scratches on the lcd window and case.